Manufacturer narrative:
(B)(4). Concomitant devices - unknown nexgen rotating hinge kneearticular surface catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. Foreign report source: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address pain and unscrewing of the hinge prosthesis. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report was previously submitted erroneously on jun 22, 2020 under manufacturing report number 0001822565-2020-02215.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address pain and unscrewing of the hinge prosthesis. Initial operative notes identified no intraoperative complications. Revision operative notes reported that the patient presented with "cracking" in the knee and was diagnosed with dislocation of the hinge. During the procedure, the dislocation of the prosthesis was confirmed, as the hinge screw was completely unscrewed and free within the joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through review of medical records. The returned articular surface and post showed signs of having been implanted (gouged/nicked/worn), while the post additionally showed striations on the shaft and damage to the threads. The root cause remains undetermined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: concomitant medical products - nexgen rotating hinge knee cemented option femoral component size d right catalog #: 00588001402 lot #: 64230855, nexgen all poly patella standard size 35 catalog #: 00597206535 lot #: 64325356, nexgen straight stem extension 11mm x 100mm catalog #: 00598801011 lot #: 64413907, nexgen straight stem extension 13mm x 1000mm catalog #: 00598801013 lot #: 64454566, nexgen precoat tibial component size 3 catalog #: 00588000300 lot #: 64393895. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. The root cause remains undetermined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-02382 and 0001822565-2020-04263.